Manufacturer narrative:
A foley catheter required replacement due to "no urine output from catheter". No harm to the patient was reported. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
No urine output.